Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep0660 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that during catheter placement, the guidewire allegedly frayed. There was no reported patient injury.